Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 12°, high definition, had a light guide bundle that showed concealed breakage and a dark image. The issue was found during a therapeutic, electrosurgery procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). University the device was returned to olympus for evaluation and the evaluation found a bent outer tube, a blurry image, and damaged light guide fibers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The error patterns detected indicate a cause due to excessive use.the reported error descriptions are most likely due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.